Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the warranty sticker was compromised. Device evaluation identified that there was an ECG malfunction, the battery comport pins were damaged and corroded, and that the case was damaged. The ECG pcb was refurbished. The case (with led flex, overlays, battery contacts), spo2 dust cap cover, ECG alignment plug, ECG and spo2 side port cover, back cover and battery door were replaced. The circuit boards were inspected. The spo2 sample rate was set to continuous, the device was set to factory default, the case was checked for damage, and it was tested on a simulator. A definitive root cause for the reported event cannot be determined; however, due to the physical damage of the case and the warranty sticker being compromised inadequate user maintenance most likely contributed to the issues. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post purchase, the batteries and device pack became hot. The was no report of patient harm. No additional information is available.